Event description:
The pt reportedly experienced a loss of lock between her external equipment and implant. External equipment was exchanged and reprogramming was attempted, however, the problem was not resolved. Testing showed that the device was not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.